Manufacturer narrative:
The following inion freedomscrews were used for the fixation of inion freedomplate: osa-3545, lot 1410022. Inion freedomscrew common device name: bone screw; inion freedomscrew procode: hwc; inion freedomscrew 510(k) number: k123672. The plate has been exposed to one-time high force exceeding the mechanical strength of the plate (rather than to cyclic/fatigue type of loading). Possible reasons for this type of one-time overloading can only be speculated but could be e.g., pt bearing too much load on the arm too early, pt falling or leaning on the arm too early, pt starting too aggressive a rehabilitation too early, pt rotating the arm too early, pt accidentally picking up/lifting something too early. In conclusion, with this pt postoperative immobilization with plaster cast perhaps should have been continued longer than for 2 weeks.

Event description:
Radius fracture of a (B)(6) female was operated on (B)(6) 2015 using inion freedomplate and inion freedomscrews. Pt had a plaster cast immobilization for two weeks. Based on the x-rays taken two weeks postoperatively, the fracture alignment and reduction was good but the fracture lines could be still seen clearly and there was no sign of bone healing yet. However, at this point the plaster cast was removed and replaced with a forearm orthosis, and two weeks later the pt was instructed to start moving the fingers and the wrist due to the growing abductor contracture of the thumb and in order to avoid adjacent joints and tendons getting stiff. Re-fracture and angulation of radius was noticed on (B)(6) 2015. Inion freedomplate and freedomscrews were removed in re-operation on (B)(6) 2015. The plate was fractured into two pieces. Other plate fractures occurred during the removal of the plate when they used force to get the plate pieces detached from the bone. The fracture was re-operated with a metal plate.